Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported "feel pain whenever I lie down on my chest", "occasionally feel a stabbing sensation on my breasts", "whenever I'm in the shower, I can palpate a jelly-like substance under my breast where the scar is", "my blood exams also show I have an infection, but we can't figure it out", "extremely anxious due to my family history of cancer and the signs and symptoms mentioned", "causing me a lot of stress", psychological damage, doesn't feel safe, patient doesn¿t want to stay with the prosthesis, "not possible to live with this anguish and pretend doesn¿t know about the recall". "One of my toes is also inflamed, and no one can explain why" also reported, but not device related. The device remains implanted. Left side.